Event description:
A report was rec'd through the FDA medwatch medical products reporting program that a male patient developed keratitis in his right , while using renu with moistureloc multi-purpose solution. The pt stated that, he almost always follow standard contact lens care such as lenses were removed every night, hand washing, changing solution nightly, changing lens cases and no extended wear. The pt's ophthalmologist reported that, the pt presented to his clinic following complaints of eye pain and redness in right eye, and blurry vision. The pt was diagnosed with herpes simplex keratitis. He was prescribed viroptic (trifluridine), acyclovir and homatropine for 7 days. His eye condition resolved; however, he developed a small corneal scar as a result. The ophthalmologist had not attributed the pt's event to a specific product.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.